Manufacturer narrative:
Records indicate the device was not explanted post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's family that the patient implanted with this pacemaker expired one week post implant due to complications from the implant procedure. The local are field representative was contacted for additional information. The field representative spoke with the clinic and there was no information in the patient's chart relating the device to the patient's death. There were no reports from the physician of any device related deaths involving his patients. The device was not interrogated post-mordem and there was no autopsy information in the patient's chart. No further information was able to be obtained.